Manufacturer narrative:
Investigation summary ventricular tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot : 1972075 device history batch sub-component lot : n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. On the morning of the procedure, the patient experienced runs of ventricular tachycardia. No echocardiogram had been performed at the time. The impella cp was inserted via the left femoral artery (lfa) without complication. The patient was successfully weaned from impella support, and the device was explanted without issues.